Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that during the implant procedure, a left ventricle thrombus was noted and removed by the surgeon. Post-operatively, the pump estimated flow was 4.2 l/min and the pump power was 5 watts. Over the following day the estimated flows increased to a high of 8-10 l/min and the pump power increased to a high of 7.8 watts. The patient¿s aortic valve had been opening intermittently post-operatively but by the following evening had started opening with every heart beat. A heparin infusion was started. The patient appeared to look fine clinically and had a central venous pressure of 10-14 mmhg. The patient was monitored and on (B)(6) 2015 the patient¿s pump was exchanged for suspected pump thrombosis.

Manufacturer narrative:
The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: pt had large lv thrombus that was discovered during his vad implant - over a day pts power increased by 3 watts with noted change to his urine. Ldh obtained and noted to be elevated. Successful pump exchange completed with visual confirmation.

Manufacturer narrative:
Approximate age of device: 2 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the report of flow issues and increased pump power was confirmed based on the evaluation of vad-16621. Examination of the pump blood-contacting surfaces found sutured pledgets with adhered red, tissue-like thrombus in two of the rotor vanes. The pledgets did not appear torn but no suture material appeared to be present in the holes. The pledgets and adhered depositions would have contributed to the reported flow issues and caused increased rotor drag, resulting in the reported increase in pump power. The evaluation could not conclusively determine the origins of the ingested pledgets. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.